Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an 11mm and 12mm bladeless trocar were utilized. During use, leakage was experienced with both trocars. The surgeon was able to complete the procedure successfully without switching out trocars. No adverse impact to the patient was noted. Upon examining, the 11mm trocar was noted to have a reprocessed obturator.